Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On an unreported date in the same month as onset, the patient was hospitalized for the peritonitis. Treatment was not reported. On unreported date(s), during hospitalization, the patient¿s pd catheter was removed, peritoneal dialysis (pd) was withdrawn for two months, and the patient underwent a surgical procedure for another indication. On unreported date(s), pd therapy was restarted, the peritonitis was resolved, the patient was recovered from the event and was discharged from the hospital. No additional information is available.